Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th august 2025, it was reported by an arthrex employee via email that for an ar-6480, dualwave¿ arthroscopy fluid management system, the pump malfunctioned, the outflow did not function when the shaver was activated. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as they aborted the outflow tubing usage. They changed to normal tubing to plug into a competitor's device. Troubleshooting was performed with the I&r manager through facetime and the cable was changed, the shaver port was changed, but nothing worked. The shaver that was connected to the pump was ar-8305, lot : eam160194. (Adding complaint from arthrex tubing as indicated in product line checklist)

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure was user error due to improper cassette insertion and/or wear and tear, affecting the ar-6480 with serial number (B)(6), manufactured on 12/8/2016. The complaint allegation cannot be confirmed. The device was not received for physical and functional evaluation, and no evidence of the device failure was provided.